Manufacturer narrative:
Follow-up #1: date of submission 06/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: a review of the last basal and bolus deliveries were recorded on 02/10/2016. There was no activity outside of normal use observed. The total daily dose (tdd) added up correctly and accurately reflected the programmed basal rate targets. The total daily boluses recorded in the bolus history were correctly reflected in the total daily dose. The ¿ez-prime¿ steps were performed correctly; the pump reflected 24 units after a 24 hour 1unit/hour duration test. A 10 unit test bolus was correctly delivered and recorded. There were no errors, alarms or warnings that occurred during the investigation. The pump performed within specification and the reported ¿inaccurate delivery¿ complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The bolus totals reportedly did not match. There were no reported issues with basal. The reported issue was not resolved with troubleshooting. This issue is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.